Event description:
Add'l info received on 7/22/97 indicates an aus device was implanted sometime in october of 1996. Infection was also noted as one of the reason prompting the removal of the aus device.